Event description:
The spouse of a (B)(6) female patient contacted zoll customer support t report that the patient's battery charger/modem was not detecting the patient's battery packs. The patient was provided with a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation the charger was continually resetting. The cause for the resets was isolated to a shorted y1 crystal oscillator. The root cause for the shorted y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.